Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected sensor failures, sensor updating messages, calibration anomalies, change sensor messages. Auto mode anomalies, sensor updating messages or calibration not accepted messages noted during testing. The correct test blood glucose value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 95 mg/dl. During troubleshooting, the issue was not resolved; the customer remained unsatisfied about their audio levels. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the pump trace download and hardware low level failures alarmed during self test due to broken trace on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected sensor failures, sensor updating messages, calibration anomalies, change sensor messages. Auto mode anomalies, sensor updating messages or calibration not accepted messages noted during testing. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter.